Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/11/2013 with the following findings: during investigation, a review of the pump history showed that the pump reboots had occurred. There was no damage found to battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump. The pump had audible and vibratory sounds when booting to the verify screen. The pump was exercised for 24 hours with the returned battery cap; no power interruptions were duplicated during this time. The pump cover was removed and no internal moisture or intermittent connections were identified inside the pump. The power issue was confirmed in the pump history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump lost power. The pump will occasionally beep or vibrate and then lose power. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.